Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation upon pacing. It was noted that the right atrial (ra) lead exhibited high thresholds and intermittent undersensing. There was also a high threshold measurement on the right ventricular (rv) lead. It was determined that the diaphragmatic stimulation was due to a dislodgement of the ra lead. The ra lead was initially reprogrammed and subsequently repositioned and remains in use. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.